Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The patient's venous needle infiltrated at the start of a routine hemodialysis treatment. Partial rinseback was performed, resulting in an estimated blood loss of 90cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss was attributed to an infiltrated venous needle. The user's guide provides adequate instructions for performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.